Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Concomitant medical devices:one, radiolucent insertion handle for expert nails/175mm, part 03.010.487, lot 8806943 and one, 10mm ti cann retro/antegrade femoral nail-ex/400mm-sterile, part 04.013.460s, lot unknown. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a retrograde nailing procedure, the tip of the threaded driving cap broke. While hammering on the threaded driving cap, trying to seat the nail, the tip of the threaded driving cap broke off into the insertion handle. All pieces were easily retrieved and no fragments fell into the patient. Only the instrumentation was affected; the implants were not affected by the malfunction. Surgery was completed successfully utilizing the complaint device as the nail was almost seated. The patient's postoperative condition was reported as fine. There was no reported surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one driving cap (part 03.010.523, lot 8836144) and insertion handle (part 03.010.487, lot 8806943) were received for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. The alignment tab on the insertion handle is undamaged. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanted nails. The relevant drawing for the driving cap was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: radiolucent insertion handle for expert nails/175mm (part 03.010.487, lot 8806943, quantity 1), 10mm ti cann retro/antegrade femoral nail-ex/400mm-sterile (part 04.013.460s, lot unknown, quantity 1).